Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). During follow-up correspondence with the facility, the reporter stated that the patient did not require additional medical intervention after the valve was changed. When asked what she felt happened during the incident, the reporter stated that the valve was not 100% threaded into the i.v. Set being used (bard mini lock set). Different i.v. Sets are in the process of being evaluated by the facility. No sample available for evaluation. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
(B)(4).